Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope plus did not rotate and jumped from up to down on its own. A spare endoscope was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and on 06/01/2022 obtained the following additional information: the reporter confirmed that the endoscope moved on its own freely with uncontrolled movements. The alleged issue occurred sporadically. It was confirmed a spare endoscope was used to complete the surgery and there was procedure delay of 10 minutes. No fragment fell inside the patient. There was no injury to the patient as a result of the reported issue. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis investigation found binding with the camera instrument adapter. The root cause of the failure mode is attributed to mishandling/misuse. An additional finding not reported by the customer was also observed. The endoscope cables were found severely cut. The root cause is attributed to mishandling/misuse. No image or video was provided for review. A review of the instrument log for the 30 degree endoscope plus (part#470057-05/sf2025022) associated with this event has been performed. Per logs, the 30 degree endoscope plus was last used on (B)(6) 2022 on system (B)(4). The instrument had 1940 remaining usable lives with no subsequent use recorded. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions with no evidence or claim of user mishandling or misuse. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.